Manufacturer narrative:
Investigation: the information for this event was provided from a retrospective data collection study. The customer did not provide the lot number pertaining to this event; therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. According to 'reactions induced by platelet transfusions', febrile non-hemolytic transfusion reactions (fnhtrs) are common in recipients of platelet concentrates. It is widely known that transfusion of blood components may cause febrile reactions due to leukocyte or platelet antibodies in patients who have received previous transfusions and transfusion reactions can still occur with leukocyte depletion, resulting from platelet-associated cd40l and scd40l induction of prostaglandin e2 synthesis and the synthesis of pro-inflammatory cytokines in a variety of cells in the recipient, including endothelial cells and fibroblasts. The incidence for nonhemolytic transfusion reactions is estimated to be as high as 30% of platelet transfusions. Citation: kiefel, v. (2008). Reactions induced by platelet transfusions. Transfusion medicine and hemotherapy, 35 (5), 354-358. Doi:10.1159/000151350. Per the isoplate solution insert by terumo bct (platelet additive solution [pas-f]) issued may2015, isoplate solution is expected to cause adverse events that are normally seen with platelet transfusion. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that post platelet transfusion using a trima machine a patient experienced a mild febrile non-hemolytic transfusion reaction. Per orders from the physician¿s at the customer site, the patient was given a dose of tylenol and 2 doses of IV meperidine for the minor symptoms. Patient outcome is not available at this time. The trima collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Root cause: based on the clinical information provided, a definitive root cause could not be determined. Possible causes include, but are not limited to:- leukocyte or platelet antibodies from previous transfusions.- platelet-associated induction of prostagland in e2 synthesis and the synthesis of pro-inflammatory cytokines.- leukocytes present in the product- isoplate solution

Manufacturer narrative:
Investigation: further information provided by the facility contact indicated the platelet transfusion was a split unit and the recipient of the other half had no adverse events during/after the infusion. Investigation is in process. A follow-up report will be provided.

Event description:
Per customer follow-up, patient was reported in stable condition.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information is. Updated investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
After multiple attempts the patient outcome is unknown.